Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found bunching of the inner coil at the connector region. The ptfe coating of the guidewire was found stripped. The cause of the reported event was isolated to bunching of the inner coil at the connector region, due to the stripped ptfe coating from the stuck guidewire consistent with damage occurring while trying to remove the guidewire from the lead. The other damage noted on the lead is consistent with procedure damage.

Event description:
Additional information was received indicating that the lead was successfully replaced during the implant procedure. The patient was stable with no consequences.

Manufacturer narrative:
Source: this product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the guidewire was not able to be removed from the left ventricular (lv) lead. Further information was requested but not received.